Manufacturer narrative:
(B)(4). Batch # 470a94. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the fourth firing with a black reload the surgeon noticed a ¿bend¿ in the anvil. Staple line was fully intact. Another like device was used to complete the procedure. Leak test was preformed and passed. There were no adverse consequences for the patient.